Manufacturer narrative:
Updated: h3, h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the light guide lens could not be identified and a definitive root cause of the issue could not be determined, however, it is likely that the lens adhesive peeled off due to impact stress and or chemical stress resulting in and ingress of moisture/humidity resulting in corrosion. Since foreign material was not on an external surface of the device, the material likely could not be removed during reprocessing. Additionally, the foreign material observed in the air/water channel and biopsy port could not be identified and a definitive root cause of the issue could not be determined, however, the issue was likely the result of no, or insufficient device cleaning/reprocessing. The issue may be detected/prevented by following the instructions for use which state: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited foreign objects inside the light guide lens. There were no reports of patient involvement.